Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead noted high out of range impedance measurements once connected to the device. The device did not automatically exit storage mode as expected. Troubleshooting was performed including checking the terminal pin in the header and cleaning the terminal pin. However, this did not resolve the out of range measurements. The rv lead was connected to the pacing system analyzer and still noted high impedance measurements and also noise. As a result the rv lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.